Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported "issues and capsular contracture baker grade iii." This record is for the right side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d6b., h.6.

Event description:
Medication prescribed for capsular contractures: singulair. This record is for the right side. Device was explanted and replaced.

Event description:
Healthcare professional reported "issues and capsular contracture baker grade iii." Later healthcare professional reported "baker grade 3 contracture". Medication prescribed for capsular contractures: singulair. This record is for the right side. Device was explanted and replaced. Device is available for return.

Manufacturer narrative:
Device evaluation: the device related to the reported events capsular contracture was received on december 09,2025,with lot number 3551094. Per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis ( crease and deformation ) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Healthcare professional reported "issues and capsular contracture baker grade iii." This record is for the right side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b7.